Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, the guide wire was stuck in the left ventricular (lv) lead and could not retract. The lv lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.